Event description:
The customer reported via phone call experiencing low blood glucose levels. She reported that her blood glucose dropped as low as 47 mg/dl. Her diabetes clinical manager made some adjustments in the morning, and she still had low blood glucose of 64 mg/dl. She noted that she had had previous issues of spiking and low blood glucose prior to beginning insulin pump therapy. Her blood glucose was 92 mg/dl. She stated that she had not taken insulin for breakfast because her blood glucose was so low when she awoke. Her most recent blood glucose was 154 mg/dl. The reservoir showed the same amount of insulin as shown on the status screen. She also reported that the device had been exposed to a bone density test and an x-ray taken of her bones. She noted that the insulin pump passed the displacement test. She was advised to speak with her doctor regarding the low blood glucose. She did not believe there were any issues related to the device. She noted that she used glucose tablets when needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.